Event description:
Additional information received reported that patient's infection was from bone flap surgery. The patient will have the pump reinserted at a different hospital.

Manufacturer narrative:
Product ID, 8703w lot# l50592 serial#, implanted: 1998 (B)(6), explanted: product type catheter. (B)(6).

Event description:
It was reported that the patient went into septic shock on (B)(6) 2011. The pump site was infected. Subsequently the pump was removed and the issue appeared to have resolved. The patient experienced a "massive bone infection" in his hips. The femur heads were removed, which the patient indicated was probably the main source of the infection. An MRI was performed that showed osteomyelitis in his lower spinal column and the remainder of his pelvis. The physicians indicated that, due to the extensiveness of the osteomyelitis, the patient was not a candidate for another pump. The patient thought the metal was "what the bacteria will adhere to." The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that patient still had concerns regarding the device but the patient was working with the doctor or representative. The patient scheduled an appointment on (B)(6) 2012.

Manufacturer narrative:
(B)(4).